Event description:
Device malfunction: suture came out of artery. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the suture was deployed, the whole suture came out of the artery. It was noted there was no knot present. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. The safety and effectiveness of the proglide 6f suture mediated closure system have not been established in patients who are morbidly obese.